Manufacturer narrative:
UDI #: (B)(4)

Event description:
It was reported that during a prostate procedure, with 145,197 joules used and 27:16 minutes expended, it was noted that the side-firing fiber tip came off and lodged in the prostate. The fiber tip was retrieved. The fiber was exchanged. "The second fiber was connected to laser, however the decision was made to discontinue the procedure". Patient outcome: no injury to patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal part of the glass cap is detached and returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The fiber tip (cap) of first fiber was cleaned during the procedure.